Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.